Event description:
Additional information received from the manufacturer's representative (rep) reported the consumer was reprogrammed on (B)(6) 2016. Following reprogramming stimulation was in the correct location to cover the consumer's pain. The rep. Followed up with the consumer on (B)(6) 2016 and they were happy with stimulation and the overstimulation and stimulation in the wrong location were resolved. It was noted the consumer had been ill in the hospital and also had memory and mobility issues so it was reviewed with the consumer how to use the patient programmer (pp).

Event description:
A consumer implanted for failed back surgery syndrome and radicular pain syndrome (radiculopathies) reported on (B)(6) 2016 stimulation was too high when it was turned on, so they turned it off. Troubleshooting was limited because the consumer was unable to place the patient programmer (pp) antenna over the implantable neurostimulator (ins) site, so they called the nurse to help them since they were in the hospital, but the nurse was currently unavailable. The consumer called back on (B)(6) 2016 and reported they were feeling stimulation in their legs, and not in their back where they needed it for their back pain. It was unknown how long the consumer had been feeling stimulation in the wrong location. As a result the manufacturer's representative (rep) was going to contact the consumer for an adjustment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.